Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. Ccc reviewed the instrument data which indicated quality control was within range on the event date. Ccc also discovered that the customer used becton dickinson small sample tubes that were spun at 3300 revolution per minute for 7 minutes. Ccc advised the customer to follow the tube manufacturer guidelines, replace sample probe and bleach drains. The customer adjusted the centrifuge settings to the manufacturer speed spin times. Ccc also advised the customer to run an alternate lot of calibrator as unknown to compare patient results. No further information was provided by the customer. The cause of the discordant, falsely low calcium result obtained is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low calcium (ca) result was obtained on one patient sample on a dimension xpand plus with hm instrument. The discordant result was reported to the physician(s), who questioned it. The customer repeated the sample on an alternate instrument, resulting higher and matching the patient clinical history. The corrected result obtained on the alternate instrument was reported to the physician(s).there are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low ca result.